Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site, identified error c-34 on start-up and replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have error c-34 on start-up. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis. .

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the site contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that monopolar energy was not working. The c-34 error kept popping up on the integrated electrosurgical unit (iesu) screen. The tse confirmed the error in the system logs. Prior to calling in, the customer tried power cycling the system and the iesu with no change. The tse had the customer reboot the iesu, but the issue persisted. The tse assisted the customer with integrating their external force triad generator and monopolar and bipolar energy started working. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system, and the system initially powered on without errors.